Manufacturer narrative:
Title: abdominal mesh sacrocolpopexy without promontory fixation: initial results of the peritoneocolpopexy technique source: the journal of urology® vol. 193, 2089-2094, accepted for publication january 7, 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (january 2015) this study aimed to evaluate a new method of mesh fixation in open surgery for pelvic organ prolapse that included the use of v-loc. Three postoperative grade I complications (one seroma, two urinary tract infections, one case of cellulitis), and one incarcerated hernia (noted as small bowel obstruction) at 6 days postoperatively. However additional details were not included. Grade I complications were treated conservatively and the hernia was repaired without bowel resection or compromise of prolapse repair.